Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found that the sampling needle assembly was defective. The fse replaced the sampling needle assembly in order to resolve the reported issue. The instrument was functioning within specifications. A 13-month complaint history review was performed from 31-jul-2017 through 31-aug-2017 for (B)(4) for similar complaints. No similar complaints were found during this searched period. The g8 operator's manual states under chapter 6, troubleshooting, indicates that 706 syringe-l error message occurs when an operation error in the syringe-l is encountered. The operator is instructed to inspect the syringe-l. Chapter 5, maintenance procedures, section 5.10 provides step-by-step instructions on replacing a defective sampling needle assembly. The probable cause of the reported issue was related to a defective sampling needle assembly.

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error message on the g8 system while running patient samples. The customer performed several troubleshooting steps without resolution. The customer was unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.